Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field. Upon receipt at our post market quality assurance laboratory. Upon device return and inspection, no outer abnormalities were observed. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and deployment to basket and flower was functional with no unusual resistance noted. Flushing through the irrigation port was tested. Irrigation was observed in undeployed state, but not in basket and flower shape. The catheter was dissected for further inspection. It was observed that there was a kink in the flush lumen. Based on the product analysis and according to the date that the device was manufactured, the conclusion code of cause traced to device design was selected for the investigation regarding kinks in the flush tubing.

Event description:
It was reported that a farawave catheter was selected for use. The irrigation port was damage. The catheter was replaced, and the procedure was completed without any patient complication. The device has been received at boston scientific post market laboratory.

Event description:
It was reported that a farawave catheter was selected for use. The irrigation port was damage. The catheter was replaced, and the procedure was completed without any patient complication. The device has been received at boston scientific post market laboratory where it's waiting for analysis.

Manufacturer narrative:
E1: (B)(6). Reported here as phone number exceeded character limit for designated field.